Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2016-17896.

Event description:
It was reported that the customer passed away in a hospital. She was hospitalized on (B)(6) 2016 due to car accident. The caller stated that on (B)(6) 2016, the customer had an appointment with the diabetes clinical manager. The customer's blood glucose was 122 mg/dl at that time. Later the same day, she spoke with her spouse, prior to the car accident. The caller stated that per the emergency room report, the cause of the accident was hypoglycemia; the customer's blood glucose was 59 mg/dl. The customer had reported that she hadn't taken any bolus of short acting insulin and hadn't taken long acting insulin for 30-32 hours, since the wednesday morning before the car accident. People had reported that the customer sounded drunk. The caller assumed that the customer was wearing the insulin pump at the time of death. The customer's spouse mentioned that prior to starting on insulin pump therapy; the customer had history of afternoon lows and had to be helped out. They have not told anyone.

Manufacturer narrative:
The insulin pump was received without a battery installed when received. The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The reservoir and infusion set remains locked into place in the reservoir compartment. The insulin pump had a stained keypad overlay. Data analysis: there is no data available due to the insulin pump was returned without a battery installed when received.